Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unconfirmed, no sample received. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Complaint could potentially be related to a loose plunger. Until samples are available no further investigation will be carried out. Rationale: unconfirmed, no sample received.

Event description:
It was reported that during use of the bd ultrasafe¿ plus x100l the middle of the device came out and would not go back in. The following information was provided by the initial reporter: patient has had a faulty device, the middle of the device came out and couldn't get it back in.